Event description:
The company was informed that during initial implant surgery the surgeon found the recipient had abnormal anatomy and multiple surgical approaches were attempted. The recipient is reportedly experiencing no response to stimulation.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and is using the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.